Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and underwater leak testing revealed a cut in the tubing approximately 4.5cm above the y-site, and a similar scratch 1cm below the cut. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a flo-gard solution administration set was leaking during priming. There was no patient involvement. No additional information is available.